Event description:
It was reported by the customer's mother that the customer had a damaged insulin pump. Pump was damaged around the battery compartment. Damage was first noticed around a month ago. Customer's blood glucose level was 11.3 mmol/l. A replacement pump will be sent out for delivery on a same day swap. No additional information provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. (B)(4).